Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. A piece approximately 3.05mm x 9.5mm in size was missing and not returned with the instrument. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Further failure analysis investigation confirmed the initial findings, the instrument was requested to be transferred for design engineering to review in person. No additional findings were observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis testing as of the date of this report.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) mid-procedure because they had a fenestrated bipolar forceps instrument that broke along the axis of the jaws, rendering the instrument unusable. Prior to calling, the customer replaced the instrument with a spare and they continued the procedure as planned. The customer stated that fragments fell inside the patient's anatomy and were recovered. The procedure was completed.